Manufacturer narrative:
The device in question was returned for evaluation. Upon receipt, medline renewal confirmed that the device had been reprocessed. Further evaluation found that the outer shaft was slightly bent, and that the innermost tip of the outer shaft contained slight scoring. Residual lubricant was observed on the inner shaft, as well as in the outer hub, and small traces of metal shavings in the lubricant were noted. The reported issue was confirmed. It was observed, however, that the inner shaft would not properly insert into the outer shaft; which if the device was in that condition during reprocessing, it would have been discarded or repaired. In addition to the device evaluation, our investigation also included a review of the device history record. We reconfirmed that all processes were conducted as required, and that the device met all the inspection requirements prior to packaging and release. Medline renewal performed a retrospective review of complaints and determined that this incident met the criteria for MDR reporting but was not filed within the required 30 day timeframe. Although no patient harm was reported, medical intervention was indicated as a result of the metal shavings. Medline renewal is therefore retrospectively filing this medwatch report in an abundance of caution. (B)(4).

Event description:
Medline renewal received a report that a reprocessed arthrex coolcut dissector-small joint left metal shavings in the joint of the patient during use.